Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 3.1. Date: (B)(6) 2012, inratio: 6.1, inratio: 2.4, md's meter: 2.7. Pt tested on doctor's unknown point of care meter within 3 hours of testing on inratio. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.